Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Voluntary medwatch received by us mail on 2/1/2021. (Complete vmw intake attached in notes) additional information received from reporter on 10/19/2020 for report mw5096049. Patient called to file a second follow-up report regarding two additional dexcom devices. Patient stated at 12:30am on (B)(6) 2020. His transmitter failed. He said all the alarms were going off, so he called dexcom. Patient said dexcom told him he had to call tandem since they had a contract with them. Patient stated after spending 30 minutes on hold with tandem, he finally reached someone and was told at 1:00am to put on a new sensor and transmitter. Patient stated that the transmitter was only 20 days old and they are supposed to last for 90 days. Patient stated he believes dexcom should be requesting for him to mail back the failed transmitter to help them figure out what¿s going on. He also stated that since putting on the new transmitter and sensor early this morning, he¿s had to calibrate it 7 times. Patient said the sensor readings are all over the place and inaccurate. Additional information received from reporter on 10/22/2020 for report mw5096049 third follow up. Reporter contacted the manufacturer on (B)(6) 2020 and spoke to (B)(4) at 11:30am pacific time. The MFR rep told the reporter that 1 of 3 devices were defective. Reporter states in his opinion that this is an admission of guilt. When he has called to troubleshoot his problems with the MFR, he has been told by dexcom to contact a third party MFR tandem; once he speaks to tandem the representative tells him to contact dexcom. Neither MFR seems to be able to help explain nor give answers to his questions. The reporter states he has no other option but to continue to injury himself with the inferior sensor, transmitter, and inserter. ¿this is unacceptable¿.